Manufacturer narrative:
.

Event description:
The customer reported breathing issues when working with cidex plus. The customer reported for two months she has been experiencing shortness of breath, coughing, and wheezing when working with the cidex plus. The customer saw a pulmonologist and was prescribed oral steroids (medrol dose pack), an inhaler, oral antibiotics (amoxicillin), and singular. She also received a depomedrol shot in the doctor's office. The customer was given recommendations on how to improve ventilation.